Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available for evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.